Manufacturer narrative:
This report is filed on september 22, 2017.

Event description:
It was reported that the patient experienced infection at implant site and subsequently was treated with antibiotics (type and date not reported), however the issue could not be resolved. The device was explanted on (B)(6) 2017, it is unknown if there are plans to re-implant the patient as of the date of this report.